Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type extension product ID 37085-60 lot# serial# (B)(4)implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The representative (rep) reported that the area in and around the incision pocket was inflamed and infected. The rep reported that the patient's healthcare provider (hcp) decided to remove the ins and extensions to prevent the infection from traveling up the wire. The rep reported that a wound vacuum was used to clean out and drain the wound. The representative also reported that the patient had been wheelchair bound for several years prior to their receiving an ins, and remained wheelchair bound without the therapy. The rep contacted the manufacturer on (B)(6) 2017 reporting that the managing hcp wanted to wait 3-6 months to re-implant. No device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.